Manufacturer narrative:
The insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. No black and bluish green to lcd screen during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated they were unable to input their carbohydrates for a bolus due to the button issues. It was also found the insulin pump had a black screen and began to count down from 7. The customer's blood glucose was 203 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.